Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was no label or missing label information. The following information was provided by the initial reporter: customer reports the text information such as the batch number of the invalid period of the pipe wall. There are no label on the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label information was observed. Additionally, 30 retention samples from bd inventory were visually inspected and no label issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, missing label information.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was no label or missing label information. The following information was provided by the initial reporter: customer reports the text information such as the batch number of the invalid period of the pipe wall. There are no label on the tube.